Event description:
It was reported that the patient, approximately two weeks post implant, went to the emergency room due to back spasms. The patient started to feel an electrical tingle like a tens unit. There was discomfort. Then it escalated to pain like laying on an electric fence for 1.5 hours. Technical services reviewed the device data. The device diagnostic data looked normal. There are no device faults, and all functions are normal. Technical services recommended getting and x-ray. Later, the doctor explanted the entire system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient, approximately two weeks post implant, went to the emergency room due to back spasms. The patient started to feel an electrical tingle like a tens unit. There was discomfort. Then it escalated to pain like laying on an electric fence for 1.5 hours. Technical services reviewed the device data. The device diagnostic data looked normal. There are no device faults, and all functions are normal. Technical services recommended getting and x-ray. Later, the doctor explanted the entire system. There were no additional adverse patient effects.